Event description:
Healthcare professional reported left side "serious health conditions that have been caused from the implant". Patient reported "mildly enlarged left axillary lymph node" via ultrasound and recall. Device remains implanted

Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement; f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mildly enlarged left axillary lymph node".

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.